Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated.

Event description:
A baxter engineer reported a pump in which the battery needed replacement due to a battery being depleted. It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.